Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre delivery inspection, the cardiosave intra-aortic balloon pump (iabp) units fos connector during insertion was difficult to insert and even if could be inserted two hands had to be used to remove it. There was no patient involvement.

Manufacturer narrative:
Record is being cancelled as it was opened in error. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Record is being cancelled as it was opened in error.